Event description:
A complaint was received from a customer that reported that not all of the display is complete. They stated that it appears that the unit's digit is incomplete. The customer was unable at the time of the call to provide the unit serial number. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.